Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated while attempting to prime the bottom slide during functional evaluation. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported priming difficulties and noise issue as functional testing could not be completed due to the identified self-activation. The bent bumper likely contributed to the incomplete cannula tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, the four devices were allegedly unable or difficult to be primed. Also, upon operating the devices, an abnormal noise allegedly occurred. During function testing of the returned lot sample a cannula self activation was identified. There was no patient involvement.